Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter while using a 2.8mm endoscope (olympus) during a solid mass tissue sampling the system came apart. This occurred while retracting the needle after the first pass. The patient or user did not experience any injury in relation to the device. No surgical intervention was performed. The patient's condition after the procedure is described as stable. No other patient information has been provided.